Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 500 mg/dl to 550 mg/dl and diabetic ketoacidosis. The cause was unknown; however, customer's continuous glucose monitor was not available due to a non-tandem transmitter issue. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin, saline, and an insulin injection. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.